Event description:
It was reported that a spectrum iq pump under infused during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the following additional information was provided by the customer. The specific flow accuracy issue reported was no flow/not infusing without alarm. This occurred in the maternity department. H10: the device was received for evaluation. During functional flow accuracy testing, the device did not deliver within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the following additional information was provided by the customer regarding the reported event. The pump ran on a patient throughout a nursing shift but did not actually infuse the fluid. No alarms tripped. No other information was provided. H10: should additional relevant information become available, a supplemental report will be submitted.